Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6)2013. (B)(4)

Event description:
It was reported that the patient presented to the emergency department for syncope. The right ventricular (rv) lead threshold was determined to be chronically high. The rv lead remains in use. No further patient complications have been reported as a result of this event.